Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported one false positive result of a rh(d) negative sample with solidscreen ii anti-d blend. Customer returned neither the allegedly defective product nor the patient sample that had caused the false positive result. Therefore quality control laboratory tested the retained sample with two weak d positive samples and ten rh(d) negative donors. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by the quality control lab confirmed the allegedly defective lot of solidscreen ii anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. According to test results (fresh sample material, no regular rh pos. Samples involved) instrument performance issues can be excluded as potential root cause for the reported problem.